Manufacturer narrative:
(B)(4). Concomitant medical products: item #010000850, liner, lot #6207406, item #110010245, cup, lot #6240463, item #6501162, head, lot #2018010531. Event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via x-ray review that patient had experienced subsidence of the femoral stem approximately 6 weeks post-implantation. No medical intervention has yet been taken. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Overall fit and alignment are anatomic. Bone quality appears normal. Minimal subsidence of the femoral component noted. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.